Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the patient¿s battery had reached end of service (eos). The patient did not realize that their battery had reached eos. The patient will be scheduling a battery replacement. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the stimulator was not working since a couple of days ago (B)(6) 2017). This was a sudden change. The patient was at their health care professional (hcp) office yesterday and the implantable neurostimulator (ins) would not turn on. A meeting with a manufacturer representative was requested. There were no patient symptoms reported. No further complications were reported.